Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to press the green button of the stapler, but unable to squeeze the handle during a laparoscopic procedure. The surgeon was not able to close the jaws and clamp the tissue. A new handle was used to complete the case. There was no patient injury.